Event description:
It was reported that the alignment of the aiming beam was off center. The alignment was not achieved with or without the micromanipulator hooked up. There was no patient involved in this event.